Event description:
We have reported to b. Braun of three instances of IV tubing leaking solutions at the point of the upper y-site. All three incidents occurred in (B)(6) 2014. No pt or employee harm occurred but the leaking of solutions can expose our pt and employees to significant risk of harm. All three incidences have involved the two listed lot numbers. We consider the leaking of solutions to be of high risk to our pts and employees for the following reasons: chemical exposure, i.e. Chemotherapy exposure. Risk of infection, inaccurate dose administration, air in tubing.